Event description:
It was reported that upon reviewing a merlin.net transmission it was noted that multiple non-sustained rv oversensing due to lead noise was observed. Programming changes were made. Patient is stable.